Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user's test strips had a poor storage(bathroom).

Event description:
Customer reported complaint for high results with tests results from all results obtained. The customer's expected fasting blood glucose test result range is 90 to 115 mg/dl. The customer feels well and did not report any symptoms. The product is not stored according to specification, customer stores the product in the bathroom. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 12/31/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6).